Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. It was also reported that capture was unable to be determined from electrograms (egm). The ra lead and the implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.